Event description:
This device was reported to not deliver tpn as programmed. The pt was receiving the tpn therapy overnight. The pump was reportedly started at approx. 7pm. The following day in the morning the pump was found alarming that the infusion was complete as expected yet the solution bag remained full. The pump had been programmed in an auto ramp mode and the upstream occlusion sensor was enabled. The pump was swapped for a different one and the infusion was resumed that day with no adverse effect to the pt. Specific pt info was not available from the reporting facility.